Event description:
It was reported that during a shoulder procedure using a firstpass suture passer, the device would not fully load the needle, preventing it from firing properly. The surgeon opted to complete the procedure using traditional needle and suture method. There were no significant delays or pt complications reported as a result of this event.